Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney." (B)(4).

Event description:
Medical records received 17 june 2019 and were reviewed 03 october 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to end stage degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to failed arthroplasty and old nonunion patellar fracture. The surgeon reported screws which had been used to fix a previous patella fracture had come loose and were removed. There were no complaints reported regarding the femoral component, though it was revised. The surgeon reported the tibial component was grossly loose. The patella was revised. The patient was implanted depuy knee system and depuy cement x 2, and there were no complications reported with the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2018; (lt knee).